Event description:
This pt received an inappropriate shock due to noise on the rv lead. It was reported that his pt leaned on a security sensor at (B)(6), which the physician determined to be the cause of the noise. This lead remains actively implanted with no further issues. Should add'l info become available, this event will be updated.